Event description:
It was reported that the device was explanted after an implant duration of 2 months due to unk reason. No further info was received. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.